Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the femoral artery. The 99% stenosed lesion was located in the severely calcified left superficial femoral artery. This 6.0 x 100/135 sterling balloon catheter was advanced to the lesion without resistance. On the 1st inflation the balloon ruptured at 10 atms. The device was removed from the patient intact. The procedure was completed with non-bsc device. No patient complications were reported and the patient's status is good.